Manufacturer narrative:
One e2450h-gnsb and associated e1450x coated blade electrode were received for evaluation. Visual inspection found charring at the tip of the electrode blade. The cord of the pencil had been cut off by the user and was not returned. The charring is a result of the sparking and flame the customer reported. The electrode was tested and no unusual effects were noted. There were no defects with the returned pencil apart from the cut cord. The investigation identified the root cause of the reported event to be the user contacting a metal or a flammable source. The instructions for use state the sparking and heating associated with electro surgery can provide an ignition source. The IFU provides recommendations to minimize fire hazard. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the tip sparked/ignited and there was a small flame at the tip. There was no injury to the patient. The doctor removed the component right away and replaced it with another to continue the procedure.

Manufacturer narrative:
Corrected information: sex .

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the tip sparked/ignited and there was a small flame at the tip. There was no injury to the patient. The doctor removed the component right away and replaced it with another to continue the procedure.